Event description:
It was reported to philips that the cover of the mavig arm, where the radiation protection shield is attached, broke off. No user or patient harm has been reported. A philips field service engineer (fse) replaced the cover on the upper part of the mavig arm and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon troubleshooting actions, fse identified that the 3rd party product mavic arm plastic cover on the articulated arm was broken off. The philips engineer suggested to replace e-part from mavic. No further actions from philips. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The cover on the articulate arm belongs to a third-party product. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.